Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system. - inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis lucera gastrointestinal videoscope, there was poor air/water supply. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the nozzle had foreign objects. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (poor air/water supply) was confirmed due to clogging of the nozzle, the air/water supply and the water removal ability did not meet the standard value. In addition to the foreign objects in the nozzle, additional evaluation findings were as follows: the bending angle in the up direction did not meet the standard value, the indication on the connecting tube was unclear, the connecting tube was sticky and had coating peeling, the adhesive around the light guide lens had a white-clouded area, the light guide had a crack, the adhesive around the objective lens had a white-clouded area, the universal cord had coating peeling and was sticky, the electrical connector has discoloration and corrosion due to water leakage, the adhesive on the bending section cover had a white-clouded area and a crack. Due to wear of the angle wire, the play of up/down knob was out of the standard value, the connecting tube had a wrinkle, and eue to corrosion on electrical connector, a noise image occurs. The following components had scratches: the plastic distal end cover, the objective lens, the protector of the universal cord on the control section side, the protector of the scope connector side, and the image guide protector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.